Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tube of a solution set detached from the y-site. This occurred during set up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: the device was received for evaluation with the tip protector and the end cap of the luer lock missing. During visual inspection, the tubing was observed detached from the needle based y¿site due to a rupture. The reported condition was verified. The cause was determined to be human error; during setup of the set, the nurses at the facility remove the set from the primary packaging and coil the tubing. Personnel then stretch the tubing to uncoil it. These are inappropriate operations that are not described in procedures nor instructions for use. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.